Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that the md believes the cause of the event was due to a pump malfunction. It was indicated that there were two error alarms found in the history and there was a leak coming from the set. It was stated that the nurse would call back when she finds another set to troubleshoot. No further details.